Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock impedance measurements, measuring at 131 ohms. The impedance values triggered an alert and there was no beeping sound. The health care professional (hcp) recommended to have bring in the patient for lead testing. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock impedance measurements, measuring at 131 ohms. The impedance values triggered an alert and there was no beeping sound. The health care professional (hcp) recommended to have bring in the patient for lead testing. This rv lead remains in service. No adverse patient effects were reported. Additional information received indicated that the patient was seen in clinic and the shock impedance measurements were measuring at 176 ohms. Technical services (ts) stated to evaluate the vectors and to also could consider programming or max energy commanded shock. No adverse patient effects were reported. Additional information received indicated that max energy commanded shock was performed, and the shock impedances was at 99 ohms. The shock impedances through the device after the commanded shock was 145 ohms. The impedance measurement went from 183 ohms down to 158 ohms. The physician plans to continue monitoring. No additional patient adverse effects were reported.